Event description:
Spontaneous inbound call from pt and his wife reporting that the current cadd legacy sn (B)(4) keeps beeping "no disposable clamp tubing." She further reports that it only beeps upon exertion such as when the pt is walking around the house fairly quickly or when he went bowling. Both pt and his wife inquired if that was normal. Informed that it was not. They state that there is no blockage. Pharmacy shipping new pump. No other info available. The reported product fault occurred while in use with a pt. The product issue did not contribute to pt or clinical injury. We replaced the device. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.